Manufacturer narrative:
Investigation completed 9/1/2017. Failure analysis: the product was returned to the service centre. During the evaluation, a cable break was identified. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed, DHR record is attached in trackwise. Date of manufacture: 2016 ¿ jun. Service history review: the service center verified there is no service history for the device under evaluation. Based on the complaint description and evaluation performed by the service center a review of camcabl complaints was completed in the complaint system using the following key words ¿does not work¿ , ¿doesn't show data¿ and ¿cable break¿ in the search criteria. The review encompassed from dates 30-aug-16 to 30-aug-17. A total of (B)(4) complaints were reviewed which this complaint evaluation is the single complaint identified. Additionally, the review verified this is a single complaint occurrence for the device under evaluation. Rate of occurrence: during the time period ¿sep-16 to aug-17¿, the global product usage for camcabl was calculated as (B)(4) usages, using the total quantity of icp monitors¿ catheters sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of 1 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures or 1 complaint in every (B)(4) procedures. The evaluation verified the complaint as valid; the cause was identified as a cable break.

Event description:
It was reported that the fibre optic catheter cable did not work. The intracranial pressure (icp) did not show data. Additional information request was sent and on (B)(6) 2017, the following information was provided by the customer. The product problem was discovered on (B)(6) 2017 before surgery, during regular installation. It was detected that there was no data displayed on the screen. The product was not used on a patient. There was no patient harm or injury reported. There was no replacement product available, and there was no surgical delay reported or patient adverse consequence.